Manufacturer narrative:
(B)(4). D10 ¿ medical devices: cer opt type 1 tpr sleve 0mm; item# 650-1066; lot# 3048736. Cer bioloxd option hd 36mm; item# 650-1057; lot# 3103921. G7 osseoti multihole 56mm f; item# 110010266; lot# 65300747. Trilogy bone scr 6.5x35; item# 00-6250-065-35; lot# j7258386. Trilogy bone scr 6.5x25; item# 00-6250-065-25; lot# j7263672. 3.2mmx30mm rnglc+ acet drl bit; item# 31-323230; lot# 495410. G7 apical hole plug; item# 010000994; lot# 7130450. G7 vit e 10deg lnr 36mm f; item# 30113606; lot# 65312681. 3.2mmx40mm rnglc+ acet drl bit; item# 31-323240; lot# 457220. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2024-00009. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient underwent a hip arthroplasty surgery. Subsequently the patient is being revised due to a fall and poor bone quality. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Limited investigations do not need to have the raw material certificate, sterilization certificate, complaint history, product hold/field action pulled and reviewed. Also, a review of the risk management file has not been completed as the product is considered unrelated to the reported event. Complaints are monitored per sop263 complaint trending process. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The root cause of the reported issue is unrelated to the zimmer biomet medical device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.